Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was exchanged for a same model and size but different power lens. The problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Corrected data: h1- disregard initial MDR as is was reported in error and n/a. Claim# (B)(4).